Event description:
The customer reported that her blood glucose reached 27 mmol/l (486 mg/dl) eight hours after the pod was activated. She noticed the cannula had "slipped out" of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodge from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.